Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that when trying to advance the 15mm x 3.5mm agent drug-coated balloon catheter through very calcified arteries, the shaft broke. The procedure was completed with a different device with no harm to the patient.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: returned product consisted of an agent (dcb) catheter. The balloon was tightly folded with blood in the inflation lumen and contrast on the device. The tip, balloon and inner/outer shafts were microscopically and visually inspected. Inspection revealed fracture in the hypotube located 33 cm from the strain relief, and numerous kinks in the hypotube. The fracture faces of the separated ends were ovalized, suggesting that the area was kinked before separating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that when trying to advance the 15mm x 3.5mm agent drug-coated balloon catheter through very calcified arteries, the shaft broke. The procedure was completed with a different device with no harm to the patient. Device evaluated by manufacturer: the returned product consisted of an agent (dcb) catheter. The balloon was tightly folded with blood in the inflation lumen and contrast on the device. The tip, balloon and inner/outer shafts were microscopically and visually inspected. Inspection revealed fracture in the hypotube located 33 cm from the strain relief, and numerous kinks in the hypotube. The fracture faces of the separated ends were ovalized, suggesting that the area was kinked before separating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.